Event description:
Case description: investigation results: name: novopen 4. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: actrapid hm penfill 100 iu/ml 5x3 ml. Batch number: hr7m185. The returned cartridge was examined visually and the cartridge was cracked. In addition, leakage was observed. A few longitudinal lines of breakage originating at the open end and propagating along the glass were observed. The pattern of the cracks indicates that the glass had been subject to a low energy stress. Due to cracks a large amount of air was present in the cartridge. As the cartridge was cracked it was not possible to perform a delivery test. Furthermore, the complaint sample had been analyzed chemically and results of the analysis were within the specification. Visual investigation showed 2 long cracks were seen in the cartridge originating from the bottom going up the cartridge. A large air bubble was seen in the cartridge. Macroscopy a1 examination showed hazy solution. Microscopy a1 examination showed silicone oil. This resulted in the preparation being cloudy. In blood test a1 no blood was detected. The complaint sample had been contaminated with silicone oil and the results of the analysis were within the shelf life specification. The observed problem had occurred during the filling process. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. According to the investigation of the batch documentation, no items with c&c were found during filling process. There is no evidence of penfill with c&c in approved items during inspection process. So, the integrity of the batch can be guaranteed. Nothing abnormal was found. After investigation of all documentation related to the batch, there was no probable cause of occurrence of the claimed cracks during the packaging process of this batch in novo nordisk. The observed problem was due to incorrect handling of the cartridge after it had left novo nordisk. Name: mixtard 30 hm penfill® 100 iu/ml 5x3ml. Batch number: hr7m177. The returned cartridge was examined visually and the cartridge was cracked. A few longitudinal lines of breakage originating at the open end and propagating along the glass were observed. The pattern of the cracks indicates that the glass had been subject to a low energy stress. A small amount of air was present in the cartridge. As the cartridge was cracked it was not possible to perform a delivery test. Nonconformity-related documentation was examined, and no irregularities recorded. According to the investigation of the batch documentation, no items with c&c were found during filling process. There was no evidence of penfill with c&c in approved items during inspection process. So, the integrity of the batch can be guaranteed. During investigation it had not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. Visual investigation suspension appeared normal. A chip was missing from the bottom. 3 long cracks were seen in the cartridge originating from the bottom going up the cartridge meeting. A large air bubble was seen in the cartridge. The batch documentation had been reviewed. Nothing abnormal was found. There was no evidence of chips and cracks generation during filling and/or inspection processes. After investigation of all documentation related to the batch, there was no probable cause of occurrence of the claimed cracks during the packaging process of this batch in novo nordisk. Nothing abnormal was found. Furthermore, the complaint sample had been analyzed chemically and results of the analysis were within the specification. The observed problem was due to incorrect handling of the cartridge after it had left novo nordisk. Since last submission the case has been updated with the following: investigation results updated. Narrative updated accordingly. Furthermore, an amendment was made. Since last submission of the case, the following is the amendment: final report for the follow up information with ird 15-oct-2019 was submitted in error without any investigational results in narrative.

Event description:
Case description: it was reported that patient was the operator of the device. Batch number of novopen 4 not available. Name: actrapid® hm penfill® 100 iu/ml 5x3 ml, batch number: hr7m185. Use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in a space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur. Finally, priming to expel air must always be performed before each injection, as stated in the package leaflet. Inv-0515597: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Name: mixtard® 30 hm penfill® 100 iu/ml 5x3ml, batch number: hr7m177. Inv-0515599: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Name: novopen® 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: operator of the device. Narrative updated accordingly. Investigation results. Manufacturer comment. Manufacturer comment: 18-oct-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case: (B)(4).the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid penfill and mixtard 30 penfill. Device evaluated by MFR: continued: evaluation summary: name: novopen® 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Huge increase of the sugar level [blood glucose increased]. It has stopped injecting the insulin [device failure]. Drug generating air bubbles after some usage [liquid product physical issue]. Case description: this serious spontaneous case from india was reported by a consumer as "huge increase of the sugar level" with an unspecified onset date, "it has stopped injecting the insulin" with an unspecified onset date, "drug generating air bubbles after some usage" with an unspecified onset date, and concerned a patient(age not reported) who was treated with actrapid hm penfill (insulin human) from unknown start date due to "drug use for unknown indication" (dose and frequency unknown), mixtard 30 penfill (insulin human) from unknown start date due to "drug use for unknown indication" (dose and frequency unknown), novopen 4 (insulin delivery device) from unknown start date due to "device therapy". Patient's height, weight and body mass index (bmi) not reported medical history was not provided. It was reported that, on an unknown date patient found that actrapid and mixtard penfills generating air bubbles after some use. Novopen 4 was used with the penfills. Patient did not notice that it had stopped injecting the insulin, due to this patient had huge increase in blood sugar levels and was hospitalized. Batch number available action taken to actrapid hm penfill was not reported. Action taken to mixtard 30 penfill was not reported. Action taken to novopen 4 was not reported. The outcome for the event "huge increase of the sugar level" was recovered. The outcome for the event "it has stopped injecting the insulin" was not reported. The outcome for the event "drug generating air bubbles after some usage" was not reported.